Event description:
Customer called to report that they programmed the pump to deliver 10.ou. Bolus history shows that it delivered 24.7u. Customer stated that there would be no way they would have programmed that much insulin for the amount of food that they ate.